Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 167 mg/dl and a sensor glucose level of 58 mg/dl. The customer also reported that they received multiple calibration errors and change sensor alerts. The customer was advised that the sensor would be replaced and agreed to return the product for analysis. The insulin pump was not replaced or returned for analysis.